Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that during the procedure, while taking the ivus catheter out of the guiding catheter, the bmw guide wire separated into two pieces. The device / pieces were removed with no intervention required, and there were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the tip coils. The core was separated at the proximal end of the hypotube. There was a small piece of the core still attached to the proximal end of the hypotube. There was a kink in the core, 5 cm distal to the proximal solder. There was not other damage noted to the guide wire. The tip was tugged on to confirm that the core and shaping ribbon were intact. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering has reviewed the case description and the analysis of the returned product. The guide wire was returned with blood and contrast visible on the tip coils consistent with use inside the pt's anatomy. Analysis was able to confirm the reported separation at the proximal end of the hypotube. Sem analysis was performed and suggested that the core may have been subjected to ductile overload at a bend, which would cause the tip to separate and detach. Analysis also noted a kink in the core distal to the proximal solder, further suggesting that a bending force was applied. This type of overload is consistent with a guide wire being over bent, which would require the tip to be trapped in another device in order to create the forces to damage the guide wire as described. In this case, it was reported that the guide wire separated as the ivus catheter was being retracted. It is possible that there was resistance between the devices, which trapped the guide wire. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the separation and subsequent damage to the guide wire. Per the instructions for use, "do not push, auger, withdraw or torque a guide wire that meets resistance.... Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage". Based on the case description and analysis of the returned device, and since no damage to the guide wire was reported prior to use, it appears that the separation is related to circumstances during the procedure. The difficulty appears to be related to the circumstances experienced during the procedure, and there is no indication of a product deficiency. Product performance engineering will monitor the incident circumstances. A review of the lot history record was performed and indicated that this lot met all the manufacturing requirements. This MDR is considered closed by the product performance group.